Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in a moderately tortuous and calcified right anterior tibial artery. The coyote, 2.0mm x 220mm x 150cm, mr was used to dilate the lesion. On the first inflation the balloon ruptured at fourteen atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: magnified inspection revealed no visible damage or irregularities. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole adjacent to the distal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).